Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported there was inappropriate therapy. The device was explanted and replaced. Follow-up attempts to obtain additional information were unsuccessful. No further patient complications were reported as a result of this event.